Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 medical device ¿ problem code, investigation findings, componenet code, conclusion).

Manufacturer narrative:
Updated fields- b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced screen due to deterioration of the touch screen and the fact that the touch panel is old. All functional and safety test performed.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) touch panel sometimes does not respond. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g3, g6, h2, h3, h6 (component code, conclusion, investigation findings), h11. A getinge field service engineer (fse) evaluated the unit and replaced screen (d160-00-0123) due to deterioration of the touch screen and the fact that the touch panel is old. All functional and safety test performed. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 29 oct 2025. The failure analysis and testing dept. Received part number 0160-00-0123 with a reported unit failure of the touch panel not responding sometimes. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. It was found that heavy presses were needed for the touch panel to respond. This part cannot be tested by the supplier so no further evaluation is possible. A probable root cause for this is expected wear and tear on the panel. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
N/a.